Event description:
A talent stent graft system was implanted for the endovascular treatment of a 5.5 cm in diameter abdominal aortic aneurysm. The diameter of the aorta at the renal arteries at the time of implant was 29mm. The length of the proximal neck at the time of implant was 20mm. The degree of angulation was 25 degrees. It was also noted that there was sever tortuosity and moderate calcification. The patient present emergently with abdominal pain. The cta revealed that the stent graft had migrated distally 6cms, there was a proximal type I endoleak and a contained ruptured aneurysm. The bare spring of the stent graft had separated from the fabric of the stent graft and remained near the renal arteries. Another manufactures cuff was implanted with suprarenal fixation followed by a 36x36x49 endurant aortic cuff. The endurant cuff was inadvertently implanted higher then intended and the physician snared the cuff with a ¿pig tail¿ wire to bring it down below the lowest renal (right) artery. There was only a 1cm overlap between the two cuffs so a third cuff from another manufacture was implanted. It was reported that the event had resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).